Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had lot of scratches that affected the vision, the battery had to be changed more frequently than normal, the insulin pump had rejected batteries, had no delivery alarms a couple of times, had to use more force on the buttons, had a louder sound during rewinding and reset reservoir setting for it to work and rewind. The customer's blood glucose level was unknown. The insulin pump will be not be returned for analysis.